Manufacturer narrative:
The customer contacted siemens to investigate the elevated ft4 results which were regarded as discrepant. They provided a sample from the affected patient for siemens evaluation. They requested that the sample be tested for potential non-specific binding. The siemens technical service laboratory (tsl) performed testing on the patient sample. A siemens headquarters support center representative evaluated the results. The tsl testing recovered ft4 values that were consistent with the customer's results. Three different methodologies obtained elevated ft4 values discordant with normal tsh values. A normal tsh value was confirmed on the tsl dimension xpand. There was insufficient sample volume to test on an alternate method. Pretreatment to absorb common dimension ft4 interferents did not significantly lower the ft4 value when compared to the customer result. The hsc conclusion was that the cause of the discrepant elevated ft4 result is unknown. In the absence of a clinical cause for the ft4/tsh discordance, the data is consistent with an interferent that cross reacts with multiple methodologies. The customer's qc results were within peer ranges. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discrepant elevated free thyroxine (ft4) result was obtained on a patient sample on the dimension xpand system. The patient result was reported to the physician who questioned the result. The physician regarded the dimension result as discordant with patient medication and prior history. There is no indication that patient treatment was altered or prescribed on the basis of the discrepant elevated ft4 result. There was no report of adverse health consequences as a result of the discrepant elevated ft4 result.